Event description:
It was reported that, the device was interpretating cardiac activity incorrectly. Technical support was contacted; however, no intervention has been performed. The patient was stable.